Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet, with repeated alert code 38 motor stall events that prompted device restarts and led the user to disconnect and revert to manual insulin therapy; the user had recently taken prescribed steroids for a non-diabetic illness and was advised by a new clinician to avoid further steroid doses. Symptoms included prolonged high blood glucose readings above 180 mg/dl and several hyperglycemic events. Outcomes included use of backup subcutaneous insulin and ongoing monitoring without hospitalization or need for assistance. Investigation included customer support troubleshooting, verification of device details, and coordination of device shutdown and return for evaluation. Investigation of this device revealed device malfunction consistent with consecutive motor stalls that interfered with insulin delivery, as indicated by the repeated alert 38 notifications and difficulty resolving hyperglycemia while on the device. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to a motor stall, with hyperglycemia also influenced by recent steroid use.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.